Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The sample exhibited damage and detachment of the component. The problem source could not be identified. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that the connection broke and nurse had to replace it.